Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had "no sound when feed complete". The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint. [(B)4)].